Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor 3mh003n0w4d has been returned and investigated. The sensor plug is fully seated and no issues were observed. Attempted to scan the sensor with evm (evaluation module) but sensor did not scan. Reset the evm and scanned the sensor again but sensor did not scan. An extended investigation has also been performed. Visual inspection on the returned sensor was performed and no physical damage was observed. Attempted to extract data from the returned sensor and observed the sensor to not scan. Therefore, no further testing was able to be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Attempted to scan the sensor with evm (evaluation module) but sensor did not scan. Reset the evm and scanned the sensor again but sensor did not scan. An extended investigation has also been performed. Visual inspection on the returned sensor was performed and no physical damage was observed. Attempted to extract data from the returned sensor and observed the sensor to not scan. Therefore, no further testing was able to be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section g3(date received by mfg) was incorrectly documented in the previous report. Correct g3 (date received by mfg) should have been 22apr22.